Event description:
The end-user stated that they found a leak between the tubing and the syringe. On august 30, 2002 maersk medical a/s received the complaint, 1 used tubing and 49 unused infusion sets.